Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the post procedure follow up (hf sensor implant procedure) the patient was admitted to the hospital due to low hemoglobin levels. The patient had a history of gastrointestinal bleeding (reference MFR. Report# 3004936110-2018-01143). The diagnostics revealed angiodysplasia, duodenitis and subsequent melaena. The patient received multiple blood "transfusion". Large volume fluid resuscitation resulted in heart failure. The patient was treated with diuretics and dopamine. Reportedly the issue has resolved and the patient has recovered and discharged. The patient is a clinical patient and the issue was possibly related to the procedure but not to device.